Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice during use. The home patient (hp) stated everything seems fine with the set-up. The tsr convinced the hp to contact her on call peritoneal dialysis nurse and discuss therapy options. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report.

Event description:
It was reported the patient went to the hcp for an increase in daily dose of medication. The pump was interrogated, but this was not successful. The pump was interrogated again in a different room in case of electromagnetic interference, but this was also unsuccessful. The hcp listened to the pump with a stethoscope to see if a "ticking sound" could be heard, but this test was negative. The patient was admitted to the hospital for observation. At the hospital, the pump was unsuccessfully interrogated again. Two x-rays were taken with an interval of 3 hours in order to see if the rotor had moved. The results were unknown. The patient did not have symptoms of withdrawal, "just a mild fever sometimes during the day and periods of shivering and feeling cold." The mild fever started on (B)(6)2010. The pump was replaced. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).